Event description:
The customer informed siemens on (B)(6) 2015 that a (B)(6) stroke patient was undergoing a CT exam the morning of (B)(6) 2015 when the patient's arm was fractured. It is believed that the patient was not fixed with straps provided on the patient table. The patient underwent surgery to reduce the fracture however there is no other information available in regard to the incident or the patient's status. This reported incident occurred in china.

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2015 and this MDR is being mailed on (B)(6) 2015. Siemens considers the cause of the incident to be user error as it is described in the incident report. There is no report of system malfunction or any uncommanded gantry/table movements during the patient exam. Siemens provides cautionary instruction for the user in the CT manual to always fix and observe the patient during system movements to avoid patient injury. Considering this, no corrective action is initiated. Customer address: (B)(6).